Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, a21 error test, displacement test or verify a45, a12 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was 147 mg/dl. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm and able to complete rewind. Customer stated that they did self test . The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.